Manufacturer narrative:
This supplemental report is being submitted to correct and update the following fields: d7a - single use device: corrected to no. H4 - device mfg date: has been corrected to 6/25/2024. D4 - lot #, d4 - expiration date: updated.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1: address 1:(documented here in it¿s entirety due to character limitations in respective field): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device tip was broken during the end of procedure when the nurse was using the cotton pad to clean the jaw. There was no delay to the cholecystectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the root cause of the reportable malfunction could not be specified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.